Manufacturer narrative:
Concomitant product(s): ddbb2d4 ICD, implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate shocks. It was also reported the right ventricular (rv) lead fractured, there was high impedance of both the rv and superior vena cava coils, and noise was interpreted as ventricular tachycardia/ventricular fibrillation. Additionally, the rv and right atrial (ra) lead did not capture at "maximum output." Re-programming was performed by inactivating tachycardia therapies. Further actions and treatments are planned, but have not yet been determined. The device and leads remain in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.